Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The event was considered resolved without sequelae as of (B)(6) 2019.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a foreign healthcare professional (hcp) via a clinical study reported the outcome of the event was updated to resolved without sequelae on (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving lioresal (2000 mcg/ml at 244.99778 mcg/day) via an implantable pump for an unknown indication for use. It was reported pump infection was identified via examination. The system was explanted and not replaced on (B)(6) 2019. The event required in-patient or prolonged hospitalization. The event was considered resolved with sequelae as of (B)(6) 2019; it was indicated there was increased spasticity since there was no more pump. The event was considered unlikely related to the device/therapy, and related to the implant procedure (incisional site/device tract). Further complications were not reported. Additional information was received. The infection was identified on (B)(6) 2019. Additional information was received. Opening and drainage of the wound was performed on (B)(6) 2019. There was no fever, but there was increasing redness of the wound and general feeling of being unwell. Fluid collection was observed underneath the incision and around the pump. There was pain at palpation of the region around the wound. There were no respiratory or other complaints. Augmentin was administered on (B)(6) 2019. Laboratory testing (wound swabs and cultures) on (B)(6) 2019 identified staphylococcus aureus and proteus mirabilis. The incisional site/device tract was clarified to indicate the pump pocket/lumbar site. The event was considered unresolved with no further action planned. The devices were disposed of according to biohazard instructions.